Manufacturer narrative:
Findings: unit alarmed a35 during motor rewind due to motor encoder signal out of phase. Unable to perform basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test due to constant a35 alarm. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had a motion sensor test failure alarm. Customer's blood glucose level was 111 mg/dl. Customer stated that the doctor was not able to adjust the settings and reset the pump. Customer keeps getting thrown back to the rewind process. Customer was unable to get out of the alarm. Customer removed the reservoir and the pump started to count down. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.